Event description:
It was reported that a patient underwent a persistent atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring a pericardiocentesis. During an afib case, a pericardial effusion was noticed. There were no visible signs on the patient. The pericardial effusion was confirmed by intracardiac echo (ice). The medical intervention provided was a pericardiocentesis and 240ml of fluid was removed. The patient was reported to be in stable condition. The physician suspected the effusion was caused by a lasso ablation on lateral wall. Additional information has been requested regarding lasso ablation on lateral wall. Based on the available information a lasso catheter will not be added as an ip as the lasso catheter is a mapping catheter and not an ablation catheter. Lasso ablation on lateral wall will be considered an ablation technique using an ablation catheter. Should more information become available, it will be reviewed and processed accordingly.

Manufacturer narrative:
Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).